Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had intermittent effect from therapy and an uncomfortable sensation from stimulation. This occurred not long after the implantable neurostimulator (ins) was replaced. When the patient checked the ins they got an out of regulation (oor) message on the patient programmer. Impedance measurements were normal and reprogramming was going to be attempted.

Event description:
It was reported that the patient received an out of regulation (oor) message on her patient programmer. The patient was getting an ¿on and off effect of the stimulation.¿ additional information reported the patient was getting intermittent stimulation following implantable neurostimulator (ins) replacement. Impedance measurements were normal. Reprogramming was going to be attempted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)